Event description:
The reporter stated she had gotten the er1 message, retested and got a result of "around 400." She reported that she was experiencing symptoms of fatigue, headache, sweating and shakiness. She stated she increased her insulin dose (70/30) and felt much better. She compared her test strip against the color chart on the test strip bottle and the confirmation dot was darker than the darkest oval on the chart. She did not seek medical advice after experiencing the er1 message.